Event description:
The iab was inserted into the pt on 2/21/98 at 12:45 p.m. The iab did not inflate properly. The iab was removed and a second iab was inserted into the pt. The iab was not returned to datascope for evaluation. (Event complications: none from the event- reported 2/25/98.) (Pt's current status: expired- rpt'd 2/25/98.)